Event description:
Additional information received indicated the patient presented in clinic for a revision procedure. Externalized conductors were noted on the rv lead during the procedure. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. As received, a complete lead was returned in two pieces. External insulation abrasion breaching the re cable lumen was noted at 48.1cm to 48.4cm from the distal tip consistent with friction to the device can. One of the etfe coating of re cable was abraded in this location. The cause of the reported events was isolated to the external insulation abrasion consistent with friction to the device can.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) was over-sensing noise which led to pacing inhibition. The patient was asymptomatic. No changes were performed and there were no consequences to the patient.